Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025, the patient was watching television in his hotel room around 1:00pm when he got an alert that the cgm was displaying 98 mg/dl. He experienced nausea and vomiting and decided to check a bg and it was 500 mg/dl. His wife took him to the hospital. On the way there, he gave himself a "15 shot of insulin". They arrived at the hospital around 2:00pm. A nurse checked a bg and it was 640 mg/dl. The doctor gave the patient another "10 insulin shot". Additionally, the patient was treated with 3 liters of IV fluids for dehydration and an IV of zofran for nausea and vomiting. The patient was discharged the following morning at 8:00am. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.